Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Upon analysis, the distal lead was distorted as described in the reason for the lead not being implanted. There is not a specification on lead straightness.

Event description:
It was reported that during the implant procedure a "funny kink" was noticed between the pace/sense ring and the distal shocking coil. The pace/sense ring electrode appeared to have stretched in it. The physician would not implant the lead since it appeared damaged. The lead was not implanted. No patient complications have been reported as a result of this event.